Event description:
It was reported that the touchscreen of the pump was cracked and shattered, rendering it unresponsive. Blood glucose levels did not exceed 500 mg/dl, so there was no adverse impact to the customer¿s glucose level. The customer decided to switch to multiple daily injections (mdi) as a backup therapy. Tandem technical support confirmed the shipping address and instructed the customer to place the pump into storage mode before returning it via a pre-paid label within 10 days, which the customer understood and acknowledged.